Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to establish a connection with the home communicator for this patient. The healthcare professional (hcp) inquired whether the device could be operating in safety mode; however, technical services (ts) explained that an alert would have been generated if the device had entered safety mode. Ts provided troubleshooting recommendations and advised bringing the patient into the clinic for further evaluation if the issue persisted. This device remains in service. No adverse patient effects were reported.